Event description:
It was reported that during central processing, the clip applier instrument was not holding. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: customer confirmed that the issue occurred during the case while attempting to clamp onto a vessel or tissue bundle. The issue was resolved using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.014¿ offset at the tips. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The complaint was confirmed by failure analysis.